Manufacturer narrative:
The ipg passed visual, photographic imaging, performance and electrical tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. The device exhibited normal device characteristics. The leads passed visual and photographic imaging tests performed. The leads exhibited normal device characteristics.

Event description:
A report was received that a patient was feeling 'jerking sensation' in her cervical implant. During a lead revision surgery the patient reported discomfort at the battery site. The physician explanted the whole precision system as the impedances were showing really low. The patient is reportedly doing well after the procedure.

Event description:
A report was received that a patient was feeling 'jerking sensation' in her cervical implant. During a lead revision surgery the patient reported discomfort at the battery site. The physician explanted the whole precision system as the impedances were showing really low. The patient is reportedly doing well after the procedure.